Event description:
Download data for a (B)(6) female pt revealed a service code 102 and charge profile fault flags. Zoll customer support contacted the pt and issued her a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102, charge profile fault) has been confirmed. Upon eval the negative lead of the head of the high-voltage capacitor c22 pad was lifted on the monitor defibrillator board, which caused resistor r45 to be open. This resulted in the service code 102. The root cause for the lifted c22 capacitor pad could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c22 capacitor. The pt received a replacement monitor.